Event description:
The customer reported that the central nurse's station (cns) did not sound for a 5 to 6 second pause asystole alarm.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns: pu-621ra) did not alarm during an asystole event. The nka clinical specialist reviewed the print outs and stated that the cns should have alarmed for an asystole event at 7:38:20. The patient showed a bradycardia event prior to the asystole. The asystole was set to 3 seconds and pause lasted greater than 3 seconds. The customer sent logs for further investigation. Service requested / performed: troubleshooting. Review of log files. Investigation summary: the overall risk score is medium. The root cause of the issue cannot be fully determined from the information provided. There was an "hr cannot analyze" message while checking the alarm history at the time. This message shows when there is noise, and the correct monitoring cannot be performed. Possible causes of noise can be due to different factors affecting the electrodes such as body movement, dryness, poor contact, high impedance, strong electromagnetic interference, and grounding.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not sound for a 5 to 6 second pause asystole alarm. No harm or injury was reported. They will be sending their event logs to nk for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) did not sound for a 5 to 6 second pause asystole alarm.